Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient cannot get the device past the 2 hour start up session: it freezes and will not go any further. Patient has tried to correct this by changing sensors and still had same issue. Patient suspects this is a transmitter issue. There was no allegation of an adverse event. This complaint is not reportable because insulin delivery from the pump is not interrupted. The alleged product issue is not likely to cause an adverse event because the device has no affect on insulin delivery.